Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device motor had seized, jammed, and was rough running. It was noted that the motor and reverse lock were blocked, and the bearings and seals were worn out. It was also noted that the device failed pre-repair diagnostic tests for reverse locking mechanism function, air leak, the triggers for forward / reverse mode, untrue running, excessive noise, the power with test bench, and starting behavior. It was noted in the service order that the device was ¿not working¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.